Manufacturer narrative:
The investigation determined that a discordant negative vitros anti- sars-cov-2 total result was obtained from two samples from the same patient processed using vitros cov2tot reagent lot 0021 on a vitros 3600 immunodiagnostic system. An assignable cause was not determined. The two initial tests for the patient were negative (0.76 s/c and 0.02 s/c) followed by a positive test (1.03 s/c). The patient tested pcr negative on an unknown date with no symptoms. It is expected that the igm and iga antibodies, as detected in vitros cov2tot, become detectable after onset of symptoms. Igg antibodies become detectable later following infection with some patients measuring detectable igg antibody 14 days after infection. Based on this information, and the fact that the cov2tot result was 0.76 and 0.02 s/c (versus cutoff of 1.0 s/c), it is likely that this patient was seroconverting and the antibody level was not yet greater than the vitros cutoff for a reactive cov2tot at the time of initial testing. No quality control results were provided on the day of the event and therefore, it cannot be confirmed that the vitros cov2tot lot 0021 was performing as expected on the day of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with the vitros cov2tot lot 0021. There was no indication of any instrument malfunction and unexpected instrument performance was not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a discordant negative vitros anti- sars-cov-2 total (cov2tot) result obtained from two samples from the same patient processed using the vitros 3600 immunodiagnostic system. Vitros cov2tot = 0.76 and 0.02 s/c (non-reactive) versus expected positive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. It is unknown if the vitros cov2tot results were reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).